Event description:
It was reported by the rep that during an esophageal procedure, the device was closed on the esophagus and fired. No sound was heard. The surgeon consulted with another surgeon prior to releasing the device from tissue. The other surgeon advised to remove the device. It is unknown at this time if the device had cut/fired. A new device was opened and used and the audible sound was heard. The procedure was completed. During the night it was found that there was a hole in the esophagus. No further information is available at this time. There is no information at this time on the condition of the patient following surgery. One device will be returned.

Manufacturer narrative:
(B)(4): device not returned. If the device is returned at a later date, a supplemental medwatch will be sent to reflect the analysis results. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received with a tr35w cartridge loaded on the device, it was noted unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. No strange noises were heard during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information: device will not be available to return until released by the hospital's risk management. Responses to questions: after the first atw35 was removed from tissue, describe what was seen (for example had the device cut and stapled, complete staple line, formed staples, etc) the procedure is done blind. They didn¿t notice anything out side the normal before they used the second stapler. Did the surgeon have to take any measures to address what was seen after the first device was removed from the tissues? If yes, describe. No. Was the firing of the second device normal? If not, please explain yes. What occurred during the night to make the staff believe there was a problem?, the issue was noticed about 3 hours after surgery when they went to release the patient, quick check with scope noticed the hole. Did the patient require a reoperation? If yes, describe what was seen during the reoperation (for example where was the hole in the esophagus found ¿ in a different location from staple line; adjacent to staple line, on staple line ¿ no staples present; on staple line ¿ tissue had pulled away from staples, etc). Not yet. Non-identifying patient information ¿ age, sex, weight and pre-existing medical conditions female, nothing else given. What was the condition of the patient following the procedure ¿ stable, discharged, critical ¿ please explain. Placed in ICU was still there on monday, was placed npo and they were going to start trying to feed tuesday.